Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer stated that insulin is 'squirting out" during the manual prime process. The customer was unable to exit the "preparing to prime" loop. The troubleshooting was performed. The customer was advised to hold down act until they receive nd series of beeps and/or numbers appear on the display. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.